Manufacturer narrative:
H.6. Investigation: twenty-two 3ml integra syringes with needles attached in fully sealed blister packs from batch 7146779 (p/n 305271) were received and evaluated. No visual defects were observed. All 22 syringes received were tested for leakage and retraction activation force. No leakage was observed. 2 out of 22 were rejectable per product specification for excess force to activate. Potential root cause for the excess activation force defect is associated with the molding process. 60 assembled syringes from current production were tested for activation force with no defects observed as of 3/27/2020. No corrective actions are necessary based on the defective rate identified. Batch 7146779 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb drew in air and the needle retracted while trying to get the air out. This was discovered during use. The following information was provided by the initial reporter: material no: 305271, batch no: 7146779. It was reported that syringe drawing in air before withdrawing the device from the vaccine and needle retracted while trying to get air out. I need to report a product quality complaint, but having issues getting through to anyone on your phone line, so I left a message, hoping that someone will give me a call back. The problem is with the bd integra needles. Several of the needles have been defective. The issues are: syringe drawing in air before withdrawing the device from the vaccine. Needle retracted while trying to get air out. This issue did not affect patients this time, as the vaccine and defective needles were thrown away once we noticed the bubbles forming. The vcf vaccine loss was reported due to the medical device failure of these needles. We have been using these bd needles for years and have never had an issue. This could have been a mdre issue, if bubbles went unnoticed. Our expectation is that you will replace the defective needles with another unaffected lot asap for our facility, and send us a return postage-paid label to return the defective needles to you for quality assurance follow-up purposes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb drew in air and the needle retracted while trying to get the air out. This was discovered during use. The following information was provided by the initial reporter: material no: 305271 batch no: 7146779. It was reported that syringe drawing in air before withdrawing the device from the vaccine and needle retracted while trying to get air out I need to report a product quality complaint, but having issues getting through to anyone on your phone line, so I left a message, hoping that someone will give me a call back. The problem is with the bd integra needles. Several of the needles have been defective. The issues are: syringe drawing in air before withdrawing the device from the vaccine. Needle retracted while trying to get air out. This issue did not affect patients this time, as the vaccine and defective needles were thrown away once we noticed the bubbles forming. The vcf vaccine loss was reported due to the medical device failure of these needles. We have been using these bd needles for years and have never had an issue. This could have been a mdre issue, if bubbles went unnoticed. Our expectation is that you will replace the defective needles with another unaffected lot asap for our facility, and send us a return postage-paid label to return the defective needles to you for quality assurance follow-up purposes.